Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during deployment of the endovascular stent graft in the subclavian vein, resistance was felt and therefore, the stent graft could not be released. It was further reported that there were some difficulties in passing the delivery system tip through the patient's skin. The device was retracted without issue and another stent graft was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned device, the deployment system was found to be activated and the stent graft was found shifted in distal direction inside the system. The elongated outer sheath indicates the presence of increased release force during the attempt to deploy the stent graft. The outer sheath was found perforated by a stent graft strut making stent graft deployment impossible. The reported difficulty during tip insertion could not be confirmed during sample evaluation. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This kind of event may be associated with difficult anatomic conditions or a challenging placement site leading to increased friction and subsequent damage to the outer sheath. Insufficient flushing of the device also may contribute to increased friction and subsequent device damage. The use of the device without introducer sheath or with an inappropriately sized introducer sheath also may contribute to the reported event. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device of the same size." And "the safety and effectiveness of the device when placed across a tight bend including the terminal cephalic arch or across the elbow joint has not been evaluated. Prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Also the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion." The IFU recommends that the device must be flushed with sterile saline and recommends the use of an appropriately sized introducer sheath.